Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer passed away at home on (B)(6) 2022. The customer was admitted to a hospital prior to the reported incident. The cause of death was acute reno failure and bacterial sepsis. The customer¿s blood glucose was unknown. The customer was wearing the insulin pump at the time of death. The insulin pump will not be returned for analysis. On (B)(6) 2022 (B)(6) updated description summary: customer passed away at hospital (B)(6). The cause of death was acute renal failure and bacterial sepsis.